Manufacturer narrative:
Removed the implant date. The lead was implanted outside of the us and the date is unknown. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Potential noise on rv lead in far field and rv channels. Patient will be brought in for history and full lead evaluation to rule out lead integrity vs external emi induced noise. Doctor may have nicked the lead upon implant. No adverse patient events reported. Should additional information become available, it will be added to this file.